Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-721h-(B)(4): the fiber/glass cap is partially fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 2:24 minutes, 11,804 joules while using the surgical fiber during a pvp procedure, the fiber tip blew/was damaged. The fiber was replaced and the procedure continued using a second surgical fiber. At 2:48 minutes, 12,113 joules while using the second surgical fiber, the aiming beam stopped working; the fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "no harm to patient was noted" - there was no injury reported. This report is for the first surgical fiber used.